Event description:
It was reported, "when performing gamma nail surgery and inserting lag screw into femoral head, one of the prongs on end bent. We were able to disengage the screw from inserter but will not be able to insert screw onto instrument for future cases. Outcome was event with no complications after prongs bent."

Manufacturer narrative:
Once the investigation has been completed, any add'l info will be reported in a supplemental report.